Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. Reconfirmation of complaint failure. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729). Investigation results of product specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: no anti-fog agent is used it was confirmed that the cover did not come off after being attached to the scope. There were no abnormalities such as cracks in the cover after mounting on the scope and after collecting. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, a possible cause of the distal cover falling off based on the above investigation results: although the cover could not be removed by just touching it lightly, it gradually came off the scope due to the load applied during use because it was not pushed all the way in. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and legal manufacturer¿s investigation. The DHR review could not be performed as no lot number was reported and there was no device return to inspect for a lot number. If the lot number becomes available at a later date, the DHR shall be reviewed. No manufacturing problems have been reported so far. The root cause of the issue could not be conclusively specified. As a probable cause, although the cover could not be removed by just touching it lightly, the cover gradually came off the scope due to the load applied during use because it was not pushed all the way in. The instruction for use (IFU) states the following guidelines: "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.

Event description:
Additional information was received from the customer. The issue occurred in the beginning of the therapeutic procedure. The scope was advanced via the trocar to the isolated stomach. There was an unknown amount of delay while the patient was under general anesthesia to retrieve the distal tip. The olympus 190 esophagogastroduodenoscopy (egd) scope was removed, and the procedure was successfully completed with another egd scope. There were no irregularities with the single-use distal cover before or after attaching onto the duodenoscope. No anti-fog agent was applied to the scope lens. The tip cover was attached to the scope and then pulled or twisted to make sure it did not come off prior to use. The distal cover was not available for return as the product was not saved. The serial number was also unavailable.

Manufacturer narrative:
No troubleshooting was performed. The olympus sales representative called into the olympus technical assistance center to report the complaint. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative that during a endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover became detached from the evis exera iii duodenoscope. The cover did end up falling off but was retrieved successfully by a roth net. The cap was on correctly. It may have gotten hooked on the trocar and over time slipped off. No patient harm reported.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).